Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. The patient was asymptomatic and will be followed without any changes.

Event description:
New information received on (B)(6) 2018 indicated that additional t-wave oversensing episodes were observed during a follow-up in clinic due to pseudo fusion events. The patient was asymptomatic. Programming changes were made and the patient will continue to be monitored remotely.